Manufacturer narrative:
(B)(4). The complaint is not confirmed and the assignable cause is undetermined. A review of all batch record documents was performed on h12c19083, h12b21081 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 2 involved in this peritonitis event.

Event description:
During follow up for an unrelated alarm, the patient mentioned they had peritonitis. Global pharmacovigilance (gpv) contacted the consumer on (B)(6) 2012. The following was reported by the consumer. On an unreported date, the patient began therapy with dianeal pd4 intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient began to feel sick, overfilled, vomited, and had peritonitis. On (B)(6) 2012, the patient was hospitalized for these events. Treatment included an unknown antibiotic via ip. The patient was discharged from the hospital on (B)(6) 2012. At the time of this report, the events of feel sick, overfilled, and vomited were resolved. The outcome of the peritonitis was not reported. The causality for the events was not reported. Global pharmacovigilance contacted the pdrn on (B)(6) 2012. The pdrn declined to provide further information.